Event description:
Customer reported that their pump screen was dark and would not turn on. Blood glucose level of 525 mg/dl was reported, indicating a significant impact. Customer administered a correction injection via multiple daily injections (mdi) and did not require additional third-party assistance. Technical support instructed the customer on troubleshooting steps, but the issue persisted. Consequently, a replacement pump was sent to the customer, who was also advised on returning the problematic pump to tandem. The customer reverted to an alternate method of insulin therapy.